Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, it was confirmed that the cylinder had a ballooning, so all components were removed and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. Visual inspection revealed that the pump tubing was worn to the filament. No leaks were identified. The pump did not meet activation tests requirements. The cylinders were visually inspected and leak tested. Both cylinders exhibited wear at the fold in the proximal end of the cylinder. The first cylinder had bulge when inflated with syringe. No leaks were identified in the second cylinder. The reservoir was visually inspected, and leak tested. The visual test found that the reservoir had a wear at a fold in reservoir shell. No leaks were identified. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the bulge in the cylinder and the pump not passing the functional test confirmed the reported clinical observation of device mechanical issue and cylinder bulge. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, it was confirmed that the cylinder had a ballooning, so all components were removed and replaced. No patient complications reported.